Manufacturer narrative:
On (B)(6) 2021, it was documented that a surgical procedure took place to extract implanted materials following the identification of an infection in the area related to an acl tunnel bone graft with dowels. The initial surgery occurred on (B)(6) 2021, serving as a revision to a previous operation conducted years ago. The patient initially experienced mild pain and swelling one week after the operation. However, three weeks post-operation, the patient presented to the emergency room reporting an escalation in pain and swelling. Subsequently, on (B)(6) 2021, a decision was made to remove all implanted products. The current status of the patient's condition remains undisclosed. Review of labeling. Potential adverse events: superficial wound infection, deep wound infection with or without osteomyelitis.

Event description:
On (B)(6) 2021, an acl tunnel bone graft with dowels procedure was performed. The procedure was the 1st stage revision of a surgery that occurred several years prior. On (B)(6) 2021 at a follow up, the patient complained of mild pain and moderate swelling. On (B)(6) 2021, the patient was seen in an emergency room reporting increased swelling and pain. On (B)(6) 2021, the patient followed up with their provider and was diagnosed with an infection. It was determined that all the items implanted would need to be removed, including the abs-2014-10 allosync cb dbm putty, 10cc and 2 dowels. The dowels are not arthrex items. The events described above were previously inaccurately reported through report number 3012120772-2021-00068. This report is issued to rectify this mistake and substitute the prior report filed under the incorrect registry.